Manufacturer narrative:
The device was available for evaluation. The reported issue states that the tip of the inserter fork broke intra-operatively. The broken tip was removed from the patient's body by shaving bone. The tip of the broken part was also shaved and evaluation showed that the fork may have been bent laterally, causing it to break. Damage was also shown on the side of the broken tip. This part was returned to the supplier for rework in 2020. Therefore, the fracture of the fork may be due to normal wear and tear over time. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that an inserter fork was broken during surgery and the patient's bone was shaved to remove it. This event occurred in japan.